Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels in the 265-400 mg/dl range. The customer alleged that the pump caused the elevated bg levels; however this could not be confirmed as customer declined troubleshooting with tandem technical support. Reportedly, the customer reverted to an alternate pump for insulin therapy.